Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the patient experienced elevated blood glucose levels due to a folded cannula. The readings obtained were 348 mg/dl, 401 mg/dl, 370 mg/dl, 377 mg/dl, and 371 mg/dl. The patient was vomiting, dizzy and thirsty. He drove himself to the hospital. Patient was hospitalized from (B)(6) 2016. Patient received insulin administration. It is unknown what kind of insulin was provided or how much. The infusion set was requested to be returned for product evaluation.